Event description:
Patient allegedly received an implant via the right common femoral vein due to trauma. Patient is alleging vena cava/organ perforation and tilt. The patient further alleges "permanent pain and swelling," as well as difficulty walking and severe depression/anxiety. Report from thrombectomy: "impression: inferior venacavography and left common/external iliac and common femoral venography and intravascular ultrasonography demonstrating ivc filter in place with chronic nonocclusive thrombus along the left sidewall of the infrarenal ivc and mild infrarenal caval stenosis at the level of the filter. Complete chronic occlusion of the left common and external iliac veins and left common femoral vein. Left femoral venography demonstrating acute occlusive thrombus. Pharmacomechanical thrombectomy of the left femoral vein with complete clearance of thrombus and restoration of wide patency. Successful wire, balloon angioplasty, and stent recanalization of the left common and external iliac veins. 5. Balloon angioplasty recanalization of the left common femoral vein with restoration of patency." Report from CT (computed tomography): "ivc filter centered at the l2-3 level with 4 inferior and single hook superiorly. Ivc is not well distended. Filter tilt: medial/lateral: no significant medial lateral tilt anterior/posterior: roughly 8 degrees anterior tilt of the superior hook. The filter apex abut the anterior nondistended ivc wall. Strut perforation: the posterior strut perforates the ivc wall with smooth bony remodeling with sclerotic rim of the anterior superior l3 body near the struts. The right and left lateral struts also appear to perforate the ivc wall with a separating fat plane present. The anterior strut is close to the ivc wall. Strut deformity: filter struts do not appear to be fractured or significantly bent. Ivc stenosis: ivc is not wall -distended. Partial visualization of a long stent in the left common iliac vein." Original: it is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# (B)(4). Occupation: non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference #. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, deep vein thrombosis (dvt), stenosis, tilt, depression, anxiety, pain, swelling, ambulation difficulty. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression, anxiety, pain, swelling, and ambulation difficulty are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per CT report, "filter position: below the level of the renal veins." "Impressions: there is a stent from the left iliac vein into the distal ivc. Coronal image 44. The filter cone lies against the anterior ivc wall. Axial image 36. The anterior strut penetrates 11 mm through the ivc wall. It penetrates into the duodenum. Sagittal image 70. The left strut penetrates 8 mm through the ivc wall. Coronal image 43. The posterior strut penetrates 15 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. Sagittal image 72. The right strut penetrates 9 mm through the ivc wall. Coronal image 45."